Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube and the sealant were separated from the device. The sealant was approximately 5mm x 3mm and soaked in blood. The advancer tube was visually inspected and was found free of damage. The possible cause of sealant stuck to advancer tube is over-tamping by the user. Excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant adhering to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract. In addition, it may also be caused by the user not performing finger tip compression during advancer tube removal which is stated in the IFU. The review of the lhr (lot f1415703) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information, the investigation performed and without the returned sealant, the probable root cause for sealant adhering to the advancer tube could not be conclusively determined.

Event description:
The following information was reported: the sealant was stuck on the end of the tamp tube and came out upon removal of tamp tube. Stick location: common femoral artery. Vessel size: 6mm.